Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states 20 days prior to receiving data of bacteria, blood leakage is detected at the junction of the catheter body lumen. The catheter was placed on (B)(6) 2012 in right subclavian. The catheter was in place for 2 months and 19 days. The catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.